Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell 2 of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. During the troubleshooting, it was determined that the patient had an open clamp on an unused supply line. The power was cycled to clear the alarm and the patient planned to finish therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.